Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) displayed an error code. The printed circuit board (pcb) was reset with firmware updates. It was also determined at analysis that the hanger assembly was broken, and the encoder assembly was contaminated, but functional. Two knobs were contaminated, and the lower case was broken. The main seal was contaminated, and the display wires were pinched, the wire insulation was exposed. Two output connector nuts were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The epg was returned for repair. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.